Event description:
It was reported that pt underwent total elbows arthroplasty in 2007. During procedure, surgeon was unable to assemble the condyle kit.

Manufacturer narrative:
There have been no trends identified related to this type of event. Evaluation of returned device found male condyle component did not meet design specifications. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirement, as device malfunction. Corrective and preventive actions have been initiated.